Event description:
The customer observed falsely elevated architect estradiol results which questioned by physician on one patient. The results provided were: initial=268 pmol/l /repeated after two weeks=> 3670 pmol/l /repeated due to physician questioned the result= >3670 pmol/l. It was noted that the test result of >3670 pmol/l was generated the day after the patient had taken mifepristone. There was no reported impact to patient management.

Manufacturer narrative:
All patient information was included. No additional information was provided. Facility name- (B)(6). An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informed the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructed the customer to review the letter with their medical director. The architect and alinity estradiol package inserts were updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.